Event description:
During lavage, gastric tube twiested during separation of tube from suction to tube. Stomach/bowel sounds when inserted. None after lavage. Difficulty and resistance in removing tube. Scant amount of blood on end of tube and blood in liquids scutioned from stomach. Appeared that tube had kinked in patient.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.